Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: thrombus formation at the tip of a leadless pacemaker causing multiple unnecessary repositioning.heart rhythm. 2016 nov;13(11):2265. Doi: 10.1016/j.hrthm.2016.07.006. Epub 2016 jul 5. . If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding a leadless implantable pulse generator (ipg). The article reports difficulties during placement of the device resulting in multiple repositionings due to poor measurements. The device was pulled back and a thrombus coating the distal portion of the ipg was observed. The thrombus was removed and the device was inserted and successfully implanted into the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.